Manufacturer narrative:
Additional information: b5, g1.

Event description:
Healthcare professional later reported paradoxical hyperplasia (ph) re-occurrence diagnosis, the patient had surgery (liposuction), but after 12 months post-surgery the "area treated with coolsculpting still shows abnormal adipose cells", thus requiring a second surgical intervention using micro aire and retraction technologies, for effective liposuction of the dense area and local skin retraction. Healthcare professional reported an increased volume of the affected location, and "high density and resistance in paradoxical adipose hyperplasia".

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2023 and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Correction data: b5, g1.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2023, using the cooladvantage plus coolcore applicator and presented with paradoxical hyperplasia (ph) to the lower abdomen, 4 months post treatment. Healthcare professional later reported that patient had liposuction to removed the paradoxical hyperplasia from the lower abdomen. Additionally, the patient had a "correction of gynecomastia" and "excision of skin fusiform area in the lower abdomen". Two pathology samples were collected from each breast. During the surgery the patient underwent "correction of supraumbilical scar", "liposuction of the lower abdomen and inner thighs, approximately 1500 ml" and "excision of a skin spindle in the lower abdomen". No complications noted. Healthcare professional later reported paradoxical hyperplasia (ph) re-occurrence diagnosis, the patient had surgery (liposuction), but after 12 months post-surgery the "area treated with coolsculpting still shows abnormal adipose cells", thus requiring a second surgical intervention using micro aire and retraction technologies, for effective liposuction of the dense area and local skin retraction. Healthcare professional reported an increased volume of the affected location, and "high density and resistance in paradoxical adipose hyperplasia".

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2023 using the cooladvantage+ coolcore and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction data: a2.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2023 using the cooladvantage+ coolcore and developed paradoxical hyperplasia (pah/ph). Healthcare professional later reported paradoxical hyperplasia (ph) re-occurrence diagnosis, the patient had surgery (liposuction), but after 12 months post-surgery the "area treated with coolsculpting still shows abnormal adipose cells", thus requiring a second surgical intervention using micro aire and retraction technologies, for effective liposuction of the dense area and local skin retraction. Healthcare professional reported an increased volume of the affected location, and "high density and resistance in paradoxical adipose hyperplasia".